Manufacturer narrative:
The device evaluation was completed on 9-dec-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detached issue occurred. It was reported that a preface® guiding sheath had the back of the hemostatic valve come off when the physician was pulling a catheter out. The hub cap with the hemostatic valve broke when the physician removed the ablation catheter. It separated from the rest of the sheath. The cap just came off. The brim cap/hub become detached from the sheath. No air entered the patient as the physician used his finger to cover the end. No percutaneous, surgical removal or medical intervention was required. Blood return was observed; however, the patient hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost was minimal. The sheath was replaced, and the issue was resolved and the case continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster for evaluation. It was then sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed that the brim cap, along with the hemostatic valve, were received in a separated small plastic bag aside from the preface unit. The dimensional and functional analyses were found within specifications. A manufacturing record evaluation (mre) was performed for the finished device 18006355 number, and no internal action related to the complaint was found during the review. Based on the mre, the h 4. Device manufacture date has been updated. The complaint reported by the customer was confirmed due to the condition that it was received for evaluation where the brim cap is separated. However, the root cause of the brim cap separation could not be determined during the analysis. Visual inspection, as well as functional and dimensional analyses, were successfully conducted on the unit and no anomalies were found. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detached issue occurred. It was reported that a preface® guiding sheath had the back of the hemostatic valve come off when the physician was pulling a catheter out. The hub cap with the hemostatic valve broke when the physician removed the ablation catheter. It separated from the rest of the sheath. The cap just came off. The brim cap/hub become detached from the sheath. No air entered the patient as the physician used his finger to cover the end. No percutaneous, surgical removal or medical intervention was required. Blood return was observed; however, the patient hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost was minimal. The sheath was replaced, and the issue was resolved and the case continued. There was no patient consequence.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).